Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2018. (B)(6). Correction/removal report number: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between: may 31, 2018 to june 03, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.